Event description:
It was reported by the patient that when the start button on the previously working remote monitor was pressed it failed to power up. The attempt to reset the monitor by unplugging and replugging it in was successful. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis found that the power supply output was out of specification low. The monitor was unable to power up by using the power supply that was returned.

Event description:
It was reported by the patient that when the start button on the previously working remote monitor was pressed it failed to power up. The attempt to reset the monitor by unplugging and replugging it in was successful. The monitor was later returned to the manufacturer. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.